Manufacturer narrative:
(B)(4). Batch # t93623. Investigation summary: the device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The noise heard could be the I-blade getting broken. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported by the rep during a laparoscopic sigmoidectomy when the first device was fired the handle was hard to close and was making a squeaking noise and then a crunching sound. The I-blade broke and fell into the patient. The pieces were found by irrigating and flushing them out of the patient. A second like device was tried and it did the same thing as the first except the I-blade did not break. The procedure was completed with a third like device with no patient consequences reported. Two devices will be returned.